Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had an intermittent power issue, as the battery cap threads were stripped and the cap would not stay attached to the pump. The patient had never replaced the battery cap. The patient's blood glucose (bg) went to 298 mg/dl over night, with symptoms of dehydration. The bg excursion does not meet animas criteria for a reportable adverse event. This complaint is being reported because the battery cap issue was not resolved.